Event description:
It was reported to st. Jude medical that the device was oversensing on the ventricular lead resulting in the delivery of inappropriate therapy. After evaluating the electrogram (egm) with technical services, the clinician suspects a fractured lead. The noise was not reproducible with positional testing. A chest x-ray was taken to determine a lead fracture; however this was not confirmed.